Event description:
It was reported that the patient's device may have to be explanted. The company representative requested information on steps to remove existing lead. The representative did not know why the system was being explanted. Additional information was requested.

Manufacturer narrative:
(B)(4).